Event description:
The dexcom g7 sensors have continuously failed on me since february. They have replaced and replaced and replaced. I am over 30 sensors in the past few months, at least. For the most part, over 30 sensors have had issues with the software and connecting via bluetooth. I have gone through every troubleshooting step ad nauseum. I have uninstalled apps I have turned everything off. I have completely erased everything in my phone. I have done the magnet trick. I have done absolutely everything that has been suggested by everywhere trying to get these things to work. I have not had one functional dexcom g7 come to me since the beginning of february. It makes control harder not having it. I had to go get an IV last weekend because of it. My blood sugars are terrible, and this company will not do anything but replace the sensors that don't work. Reference report numbers: mw5170314, mw5170315, mw5170316, mw5170317, mw5170318, mw5170319, mw5170320, mw5170321, mw5170322, mw5170323, mw5170324, mw5170325, mw5170326, mw5170327, mw5170328, mw5170329, mw5170331, mw5170332, mw5170333, mw5170334, mw5170335, mw5170336, mw5170337, mw5170338, mw5170339, mw5170340, mw5170341, mw5170342, mw5170343.